Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed. PMA/510(k)- #p160054.

Event description:
It was reported that low flow alarms and a low voltage hazard alarm were observed while the mobile power unit and batteries were utilized. Technical services reviewed the submitted log files, and a no external power/low power hazard event was observed caused by power to the mobile power unit being briefly interrupted. No additional information was provided.

Manufacturer narrative:
Section d4: request for the device serial number was made, however the serial number was not provided. Manufacturer's investigation conclusion: the report of a no external power alarm while on mobile power unit (mpu) support was confirmed through the analysis of a submitted data log file. The submitted log file contained approximately 1 day of data (dated 26nov2019 - 27nov2019, according to the timestamp). At ~10:30pm on november 26, 2019 the controller was connected to a mobile power unit (mpu) for support. At ~1:03pm on november 27, 2019 the controller alarmed with low battery power hazard and power cable disconnected alarms that were quickly followed by a no external power alarm, approximately 3 seconds after the start of the alarms. Despite the no external power alarm voltage continued to be supplied to both power cables, but was dropping steadily. Although the root cause of this event could not be conclusively determined, based on previous complaint experience, the event appeared consistent with a loss of a/c power to the mpu. Once a/c power was captured as re-connected, shortly after the no external power alarm activated, the low battery power hazard, power cable disconnected, and no external power alarms cleared, as designed. These events did not affect the controller's ability to support the pump at the set speed and the system was supported by the controller's internal backup battery during the event, as designed. Throughout the log file the controller supported the pump at the set speed. The mobile power unit (mpu) used during the reported event was not returned for analysis. As a result, the root cause of the event captured in the submitted data log file could not be conclusively determined. Per reported information, the mpu used during the observed event did have a v-lock connector on its a/c power cord, which was implemented as a corrective action (CAPA) to mitigate the occurrence of similar events. Reports of similar events will continue to be tracked and monitored. No further information was provided. The manufacturer is closing the file on this event.